Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had failed battery test and scratches on the screen and the screen was harder to read. The customer also report the rewind would make a higher pitch sound. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be return for analysis.

Manufacturer narrative:
Device was received with normal operating currents. Also passed a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Insulin pump failed self test. No unexpected failed battery alarm anomalies noted. No unexpected high beep sound anomalies noted. During back light check, there was a portion of the el panel that was not lit due to damaged el panel. Pump received with minor scratched lcd window.